Event description:
Small air bubbles were observed under fluoroscopy after inadvertent injection into the pt. The nurse subsequently observed air leaking into the syringe. The syringe was returned to the company for evaluation. The pt experienced no adverse consequences as a result of the incident.